Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm and an occlusion alarm occurred. Reportedly, the customer performed a cartridge change to resolve the issue. During troubleshooting with tandem technical support, the customer was using their cartridge longer than the recommend time. Customer was education that this was off label usage. There was no reported adverse impact to the customer's blood glucose level.